Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the right atrial lead exhibited noise. Arm movements brought on the noise. The clinic would continue to monitor the patient.